Manufacturer narrative:
During visual and 10 x magnification inspection of the returned screw and based on dimensional inspection, the unihg was not consistent with its drawing, but it was rather consistent with iunihg. The abutment screw was fractured. Only top part of the screw returned, the lower part was discarded by the dentist. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The abutment screw was placed on (B)(6) 2006 and it was removed form the implant (B)(6) 2016.

Event description:
The dentist reported that abutment screw fractured.